Event description:
It was reported that a patient underwent a robotic assisted laparoscopic hysterectomy on (B)(6) 2012. During the procedure, while in the patient "apos's" cavity, the device did not activate at all. A different device was used to complete the procedure. There were no adverse patient consequences. It was opined that the surgeon was taking big bites of tissue which impacted the device.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-00064 and medwatch 2210968-2013-00065. The same patient is represented in each medwatch.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.